Event description:
Procedure: thoracotomy. Reportedly, when the surgeon fired the instrument, he tried to release it from the tissue, but the jaws locked down and the surgeon had to cut off patient side. The surgeon sutured to complete.